Event description:
It was originally reported that there was a shocking or jolting sensation. He had an external matrix unit that was beginning to short. It started a week ago and it was getting worse. The patient was getting a jolt when he would put the matrix system up to his skin, even with the matrix at zero. The patient thought the jolt was from the external matrix. It happened only when the patient turned on the matrix. It was noted that it was only a generator and he had to have power to connect to the leads. It was recommended to the patient to try a new antenna. The patient tried it and still felt a jolt when turning it on at times. This was with the amp at 0 and he was using it in phy mode. When he turned on the matrix system it was on channel 2 and it was on zero. The patient was getting a low level sensation that was when it did not give a jolt. Sometimes he would get a single beep instead of a double beep. The device was returned to the manufacturer but analysis had not been completed yet. Follow up information received reported that the patient received assistance from the manufacturer¿s representative and had no concerns with their device therapy. Additional information received reported that the patient received replacement equipment from the manufacturer about 3 weeks ago. It started acting the same way as previously reported. The replacement worked for about 3 weeks before starting to give him problems. The patient had followed-up with his healthcare provider (hcp) as suggested last time to make sure the issue was not with the lead. The hcp determined that the problem was not with the lead, but maybe the mattrix, or xtrel transmitter. The doctor changed electrode settings with mixed results. The doctor thought it was probably the mattrix transmitter that caused the issue. When it acted up it got uncomfortable for the patient. It only happened at start up and then it would be fine after that. No patient harm reported. He also wanted another antenna. They tried using stimulation on all 8 electrodes with channel 1 and he did not feel the uncomfortable start. They went back to using both channels and still did not feel the uncomfortable start. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information received reported the patient was still having concerns regarding his device or therapy but he was working with his doctor or manufacturing representative (rep). An appointment was set for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. A couple weeks later the patient reported that they informed their doctor that the neurostimulator was no longer working properly. The patient would like their device replaced with the same model they currently have. The patient has been very happy with the system. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3210, serial# (B)(4), product type: transmitter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3210, serial# (B)(4), implanted: (B)(6) 2007, product type: transmitter. Product ID: 3998, lot# v003739, implanted: (B)(6) 2006, product type: lead. Product ID: 3998, lot# v003739, implanted: (B)(6) 2006, product type: lead. Product ID: 3210, product type: transmitter. (B)(4).